Manufacturer narrative:
Findings: unit received with operating currents within specs. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Unit passed rewind, seating, basic occlusion, self test and force sensor. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error. Customer¿s blood glucose unknown at time of incident. Insulin pump will be return for analysis.